Event description:
It was reported that an unspecified elastomeric pump underinfused during infusion. The expected therapy time was 30 minutes, but the infusion was still not completed after an hour. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "an unspecified elastomeric pump" to "a small volume intermate". The device was filled with teicoplanin and sodium chloride 0.9%. H4: the lot was manufactured between may 23, 2023 - may 25, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.